Manufacturer narrative:
D10 - date returned to mfg - (B)(6)2020 h10 - one used list# 011-am6142, ext set (lot# 4139794) was received and visually inspected. As received, blood residuals on the male luer were observed. The male luer on the manifold was able to rotate. The filter vents of the 0.2 micron filter were wetted out with prior infusate solution. No other damage or anomalies were identified. No mating devices were returned. The set was leak tested according to product performance specifications. Leakage also occurred through the inlet and outlet vents of the 0.2 micron filter. The leakage occurred from multiple locations of the 0.2 micron filter material. This is due to wetting (saturating) of the vent material by the infusate solution. The probable cause of the leaking filter is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material during use. Water droplets within the bonded threads of the male luer of the manifold and the female luer of the smallbore tubing were seen during the leak test. The location of the droplets was further examined under a microscope and revealed that the female luer, though bonded at the threads, was not bonded at the luer interface which resulted in leakage at the luer to luer bond interface. A leak of this type could also result in air bubbles in the line during use. The reported complaint can be confirmed. The probable cause of the fluid droplets between the bonded luer threads and the rotating manifold is due to an incomplete bond during the manual assembly process. A device history review (DHR) for lot# 4139794 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred in the neonatal intensive care unit and involved an ext set, smallbore pur yellow w/6-port clave¿ manifold, clave¿, 2 clave¿ stopcock where the nurse noted micro bubbles of air in the tubing set. When the nurse checked the device, it was found that one of the welds of the extension set to the filter was moving, when it should not. There was no leak noted. The tubing was replaced. The device was installed on (B)(6) 2020, at 14:00, and the event was noted on (B)(6) 2020, in the afternoon. There was no adverse event, no delay in therapy, no blood loss, and no consequences on the patient related to the event.